Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. Serial number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. Reporter email address: unknown/not provided. Reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preoperative corneal astigmatism was zero diopter (0d), but the astigmatism power increased after implanting an intraocular lens. The reported physician commented that the product surface treatment, the surface including the condition of the lace cut during iol manufacturing seems to be different from previous ones. No post-op astigmatism evaluation was provided. No further information was provided.